Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that the customer had high blood glucose last week. Her blood glucose was in the 500's mg/dl. The customer stated that her health care provider and diabetes clinical manager had made adjustments on the insulin pump. No further information provided.